Event description:
Additional information was received reporting that there was no damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060, serial# unknown, product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when trying to open the treatment app and check the condition a message of "out of range. Please contact the attending physician. The neurostimulator is creating a stimulation that does not meet the requirements. Service code 2703" was displayed. It was confirmed that the amount of charging can be checked using the recharger app. They said that if communication was performed again using the communicator and opening the treatment app the same display would appear. The cause was not determined and the issue was not resolved. Additional information was received: it was reported that the patient visited a doctor's outpatient clinic, had a check of the resistance value, and confirmed the abnormal value. The extension was replaced and the issue was resolved.